Event description:
It was reported, the light source had b30 and e216 scope communication errors, intermittent images, and sparkling red dots in place of the live image or over the live image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information but no response was received from the customer. During troubleshooting with olympus technical assistance center (tac), the customer reported that when testing the light source with 3 other scopes, the image would come up for a few seconds then black out. However, the issue did not impact the patient info area of the display. The customer stated that they hot swapped the scopes by never turning off the units. The customer was educated to not hot swap the scopes. When powering off the cv and clv units, removing the scope from the socket, then powering the unit back on, the color bard did not include the red specks. When testing the third scope, the image came up with no red dots. The customer was sent a quick reference guide and it was recommended that the customer reseat the light guide cables on both sides. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.